Event description:
Per dealer, called in and stated that the power chair is getting a left brake fault, per tech replace motor. Dealer stated the end-user's chair stopped on her at a neighbors home, but she was able to get assistance with getting back home. Dealer stated there were no injuries with the incident.